Event description:
Tip of the screwdriver broken. They discovered that the tip was broken at the start of surgery, it didn't break during this surgery, probably at an earlier point when they didn't notice it. No information on when it could have happened available.

Manufacturer narrative:
The expedium quick-connect single innie polyaxial screwdriver [product code: 2797-12-400] was not returned to the complaints handling unit (chu) for evaluation. A review of the device history record (DHR) for the expedium quick-connect single innie polyaxial screwdriver could not be performed as no lot number was provided. In addition, the device was not returned to the chu from which the lot number could be taken directly from the product sample. As a result, without the lot number, a review of the manufacturing records cannot be performed. No emerging trends were found requiring further actions. Without the return of the device in question we are unable to confirm the reported issue or identify the root cause. If the device is returned at a later date, the complaint will be reopened and the sample will be evaluated. No systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Manufacturer narrative:
(B)(4). The expedium quick-connect single innie polyaxial screwdriver [product code: 2797-12-400] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the device. The fracture analysis report suggests that the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the driver tip becoming broken cannot be positively determined. However, the fracture analysis report suggests the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination site .as there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.